Manufacturer narrative:
The device was not returned to olympus for inspection. Upon the onsite service inspection, the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lamp fan was blocked and no longer cools the lamp sufficiently, the heat sink of the lamp was damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: lamp failure due to faulty fan and damaged heat sink was due component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source lamp went out and the replacement lamp came on. The issue occurred during an unspecified procedure. There was no report of patient harm.